Event description:
The customer reported inaccurately low blood glucose readings with test strips. On 10/17/96, the customer opened the first bottle from a box of fifty and obtained a reading of 88 mg/dl. She did not think the result was accurate because she did not feel that low. She performed a second blood test with a result of 30 mg/dl. The customer immediately performed two blood glucose tests using another brand strips, lot # 609868a, code 6, expiration 9/98. The results were 149 and 102 mg/dl. She immediately called the co's customer support line and, with the rep, performed a normal control solution test on both brands of test strips. The result test strip was 142 mg/dl versus a normal control solution range of 103-155 mg/dl. The result with another test strips was 99 mg/dl versus a normal control solution range of 77-109 mg/dl. The solution, lot # va315, expiration 2/97, was opened today and was shaken vigorously before the sample was applied. Also with the rep a check strip test was performed. The result was 89 versus a range of 72-96. The desiccant is in the opened bottle. The customer stores her strips in the bedroom.